Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Gamma nail broke.

Manufacturer narrative:
Please disregard the MFR report # 0009610622-2017-00023 please note that this event is duplicate of stryker report MFR. Report # 0009610622-2017-00021 stryker (B)(4).

Event description:
Gamma nail broke.